Event description:
It was reported that a cartridge could not be fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.